Event description:
Pt with implanted central venous catheter for long term chemotherapy was sent to interventional radiologist at the facility by pt's oncologist to examine catheter for reasons of malfunction. Pt presented with complaints that catheter was not functioning. Pt was taken to interventional radiology suite and under fluoroscopic control a tiny amount of contrast was injected into the catheter through an indwelling prepped huebner needle and this showed immediate extravasation through the tip of the catheter which was clearly not in the vascular structures. It was apparent that the reason for the malfunction was that the catheter had at some point fractured and a piece of the catheter migrated to the heart. Fluoroscopy revealed a fragment of catheter in the right atrium and ventricle. Percutaneous retrieval of the catheter fragment (approximately 10cm) was immediately successfully undertaken. The pt was then moved to the o.r suite where further removal of the sub-q-port and remaining catheter was undertaken along with placement of a new port-a-cath via right subclavian approach.